Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Troubleshoot was not performed. Customer stated battery failed 3 times. Customer also reported battery out limit. Insulin pump will not be returning for analysis.